Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a second valve, a transcatheter 23mm bioprosthetic valve was implanted inside a disabled 23mm bioprosthetic valve in the aortic position after an implant duration of seven (7) years, eleven (11) months, twenty-two (22) days due to unknown reasons. Both devices remain implanted. No additional information was provided.

Manufacturer narrative:
Device was not returned. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record was reviewed and showed that this device met all manufacturing specifications for product released prior to distribution. No issues were identified that would have impacted this event. Without additional information or return of the device the clinical observation cannot be confirmed and root cause of the event remains indeterminable. Attempts to retrieve further information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Aortic stenosis, additional manufacturer narrative: based on the information received the root cause of the event remains indeterminable; however, patient related factors may have contributed to the event.

Event description:
Through follow up with the healthcare provider edwards learned that a 23mm transcatheter valve was implanted inside a disabled 23mm bioprosthetic aortic valve in the aortic position via valve-in-valve intervention due to severe aortic stenosis. There were no complications reported. The patient tolerated the procedure well and was taken to the intensive care unit in hemodynamically stable condition.